Event description:
The customer reported that the insulin pump alarmed while changing the reservoir and insulin squirted out during the manual prime process. The customer also stated that the device was stuck in the prime loop. The blood glucose reading was 223mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The unit had cracked display window corner.